Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber was connected to the console, but the fiber is not recognized. The console started up, but it did not proceed from please wait (rebooted 5 times), and the surgery was discontinued. The fiber was connected to the console and checked to see if it started up, but the fiber could not be used even after it was inserted. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned fiber was thoroughly analyzed. Visual and functional analysis did not identify any failure. The fiber card was inspected and indicated that the fiber was neither expired nor used. The device history record showed that the fiber met all manufacturing specifications prior to release. It was not possible to confirm the reported event, which led to the procedure being unable to be finished as planned. Based on the review of all available information and analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that during a photo selective vaporization of the prostate procedure for benign prostatic hyperplasia, the fiber was connected to the console, but the fiber is not recognized. The console started up, but it did not proceed from please wait (rebooted 5 times), and the surgery was discontinued. The fiber was connected to the console and checked to see if it started up, but the fiber could not be used even after it was inserted. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.